Event description:
It was reported from (B)(6) that the small battery drive device was not functioning. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and determined that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be the motor or electronic control unit assembly failure due to immersion during cleaning. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.